Manufacturer narrative:
The insulin pump was received with critical pump error alarm and multiple pump error alarms are found in the formatted history and long trace files due to software error. Unable to perform the self test,displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, or verify stuck button alarm due to critical pump error alarm. Device was received with scratched case, missing serial number label, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had received a pump error during the night for 3 times in a row. They needed to rewind the insulin pump each time. The customer's blood glucose level was unknown. The device will return for analysis.